Event description:
Patient reported "ruptured" and "27 mm dense lesion with mild amount of silicone containing peri prosthetic effusion". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.